Event description:
The account generated repeatedly reactive abbott hiv-1/2 eia results on a patient who tested western blot negative. In 2008, the patient tested abbott hiv-1/2 eia repeatedly reactive (>2.0 s/co) but hiv negative at a reference laboratory. Additionally, the specimen tested western blot hiv-1 negative. On the following month, a new specimen was obtained and again tested abbott hiv-1/2 eia reactive (>2.0 s/co) but western blot hiv-1 nad hiv-2 negative. The abbott hiv-1/2 eia controls and external controls are within range. The patient is a dialysis patient and is very sick. No further patient data is available. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - a review of product complaint data along with a product labeling review determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review. The issue of specimens that are initially and repeatedly reactive and negative or indeterminate on supplemental testing is addressed in the abbott hivab hiv-1/hiv-2 (rdna) eia package insert. The interpretation of results section of the package insert states: "specimens found to be repeatedly reactive by abbott hivab hiv-1/hiv-2 (rdna) eia must be investigated by additional, more specific supplemental tests." Additionally, it states: "the interpretation of results of specimens found to be repeatedly reactive by abbott hivab hiv-1/hiv-2 (rdna) eia and negative or indeterminate on additional more specific supplemental testing is unclear; further clarification may be obtained by testing another specimen taken three to six months later." Investigation: a complaint tracking and trending review was performed to determine if there were any trends related to the complaint under investigation or any additional issues related to the complaint. The acceptance criteria were met. The review of this data did not identify any problems. Specifically, there was no increase in the number of complaints related to an increase in initial reactive rates and repeat reactive rates while using the reagent lot numbers in question. Although the investigation team did not find any product deficiency, abbott will take further action by referring the customer to the abbott hivab hiv-1/hiv-2 (rdna) eia package insert. The interpretation of results section of the package insert states: "specimens found to be repeatedly reactive by abbott hivab hiv-1/hiv-2 (rdna) eia must be investigated by additional, more specific supplemental tests." Additionally, it states: "the interpretation of results of specimens found to be repeatedly reactive by abbott hivab hiv-1/hiv-2 (rdna) eia and negative or indeterminate on additional more specific supplemental testing is unclear; further clarification may be obtained by testing another specimen taken three to six months later." Based on the overall investigation, the abbott hivab hiv-1/hiv-2 (rdna) eia assay is performing acceptably. Although we cannot provide a specific reason for the observed increase in initial reactive rates and repeat reactive rates, abbott is continuing to monitor this assay for product issues in our ongoing effort to provide the highest quality diagnostic products and support. This is a final report.